Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. On 09/07/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/15/2016 software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, and when registration was performed during the preparation using the navigation system electromagnetic system, the surface was pointed using a tracer pointer; however, the tracing accuracy of registration was low. Automatic positioning seemed to have caused the trace to rotate for approximately 90 degrees, and as a result, registration failed four times. The same incident occurred when the optical technique was used. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. As the medtronic representative was present when the issue occurred, the navigation system was re-booted for inspection, and confirmed successful registration using a bone model. Furthermore, when the rep pointed the bone model using the patient data, registration was unsuccessful of course; yet, the trace of registration was shown correctly. The surgeon completed the procedure without the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.